Event description:
It was reported that they could not start the pump. The following alarms occurred: bad trigger, balloon not connected properly, check helium tank, check catheter connection, drain valve failure. Trouble-shooting commenced. The helium tank was full, condensation bottle was empty, catheter connection was okay, trigger signals very good (ap & ECG). The iabp was switched "on" and "off" (main circuit breaker) about 4 times, but they did not disappear. The pump was then exchanged. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.